Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the 10 nm torque limiting handle-6 mm hxc (p/n: 03.620.061, lot # h029539-11) was returned and received. Upon visual inspection, slight discoloration was observed on the device. Rest of the device showed no signs of damage. Functional test: functional test was performed on the returned device at service and repair. The minimum torque of the device measured during calibration testing was 9.74 nm which was not within the specified torque range of the device 10.2 nm - 11.8 nm. Hence, the torque test failed low. Service & repair evaluation: the customer reported the device was found to have failed in calibration. The repair technician reported the device failed low in the calibration testing. Torque test failed is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint device failed in calibration test. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Complaint confirmed? Yes, the device received failed in calibration testing. Hence, confirming the allegation. Investigation conclusion: the complaint condition is confirmed as the10 nm torque limiting handle-6 mm hxc (p/n: 03.620.061, lot # h029539-11) failed high in calibration test. There is no indication that a design or manufacturing issue has caused it and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part # 03.620.061, synthes lot # h029539-11, supplier lot # h029539-11, release to warehouse date: 27 may 2016 , supplier: (B)(4), no ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review / investigation, but has yet to be received. Initial reporter is a synthes employee. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a torque limiting ratchet handle was found to have failed in calibration. There was no patient and procedure involvement. This complaint involves (1) device. This report is 1 of 1 for (B)(4).